Manufacturer narrative:
The field service engineer performed precision verifications and an instrument inspection. He found no abnormality present. The investigation did not identify a product problem. The specific cause of the event could not be determined but appeared to be resolved after the service visit.

Manufacturer narrative:
The reagent lot number was 814948 and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable etoh2 results for one patient sample tested on a cobas 8000 c 502 module. The initial result from the module was 6.1 mg/dl with an invalidating data flag. The first repeat result by auto-repeat from the module was 0.6 mg/dl with an invalidating data flag. The second repeat result on another instrument was 3.5 mg/dl with an invalidating data flag. All of the results were deemed incorrect.